Event description:
The pacemaker involved in this MDR was implanted on (B)(6) 2010. Upon scheduled follow-up on (B)(6), 2010, the physician observed that the atrial pacing spikes were not effective during automatic pacing threshold tests (smartcheck procedure), whereas they were effective during manual pacing threshold tests.

Manufacturer narrative:
On (B)(4) 2010. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.